Manufacturer narrative:
Customer letter not required. This was determined reportable per edwards lifesciences procedures. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device will not be returned (discarded).

Event description:
Reportedly, the device was explanted at implant for unknown reasons. Per the cer: the device was explanted at implant after water test, and a (B) (4) was implanted as a replacement. No further details were provided. Information was learned through (B) (6) implant patient registry. The device will not be returned as it was discarded at hospital.